Event description:
Customer stated " the pad turned on by itself when he fell asleep using the unit" product was returned. The customer did not claim injury. Investigator tested the product and determined the product was functioning properly. Investigator observed no defects with the unit. The investigator determined through customer admission that the user was misusing the product by sleeping with the unit. The IFU states, "do not use while sleeping".